Event description:
A (B)(6) male presented for a nanoknife ablation of a lesion located in the liver near the portal vein and bile duct. During the course of the treatment, treating physician noted that the single electrode probes migrated during the ablation. The case was completed without further complications. A post scan noted no evidence of mechanical damage caused by the migrating probes. A small pneumothorax was noted and the treating physician placed a chest tube. Follow up 17 hours post procedure noted that the patient was doing well and suffered no lasting harm or injury. No definite complication of the probe migrations are apparent.

Manufacturer narrative:
The cause of the pneumothorax could not be ascertained. Pneumothorax is a known potential adverse effect that is documented within the nanoknife user manual. The user manual, which is supplied to the user with this unit, pneumothorax as a potential adverse effect. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).